Event description:
It was reported that during a da vinci s prostatectomy procedure one side of the tip of the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and detached left scissor blade were returned and evaluated. Per the customer reported complaint, engineering observed that the left blade had fractured at the cross section of the grip cable crimp. The fracture plane of the blade is nearly straight and half of the cable crimp is exposed. No other damage was found.